Event description:
Philips received a report on a heating incident on an achieva nova 1.5t mr system. A patient suffered a 2nd degree burn during an examination, there is no indication of a malfunction of the mr system or coils used